Event description:
A malfunction alarm, identified by code malf 0, was reported, with confirmation that no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, after which the issue did not recur, allowing the customer to continue using the pump. The customer was advised to reach out if the malfunction reappeared, and they understood this guidance.